Event description:
It was reported that during a hemorrhoidopexy procedure, the device did not cut and did not staple. Three days after surgery, unformed staples have been found during a coloscopy; although the stapler has been used under survey and after previous explicit instructions by our representatives. Four days after the surgery a stoma had to be created for the patient. The information about the stoma and further outcome of last weeks surgery (mentioned above) had just been forwarded on (B)(6) to us. The purse-string suture was reopened manually. The operator did not find any staples in the situs. A surgery according to milligan-morgan followed. A rupture of the rectum has been repaired by suturing. Seven devices will be returned.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Received additional information: male patient, (B)(6) years old. Procedure has been performed in presence of j&j representatives. No anomalies were noticed during preparation of the device. Orange indicator was fully within the green scale. After firing of the device massive bleeding occurred. The characteristic cracking noise could not be detected for sure. The washer has not been cut and seems to be intact. Purse string suture was still in the rectum wall and the j&j representative attending the procedure supposes that the device did not cut and staple and the bleeding occurred due to the compression of the haemorrhoidal tissue in the stapler. Instrument could net be removed easily from the tissue. During removal the rectum wall was partially torn and has been overstitched by hand. The procedure was finished acc. To (B)(6). A vacdrain drainage was placed during coloscopy afterwards unformed staples could be observed in situs. Several days after surgery the patient showed symptoms of infection (fever). After coloscopy control it was decided to make a temporary artificial anus. Patient shows a normal healing process.